Event description:
Evaluation revealed a broken solder trace on a force sensor pin. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). The pump was returned to animas. On (B)(6) 2011 evaluation revealed a broken solder trace on a force sensor pin. Review of the pump download history revealed loss of prime alarms associated with zero force. The pump was exercised with no loss of prime warnings duplicated. The pump was rewound, loaded, primed and exercised with no alarms occurring. The force sensor was out of calibration.